Manufacturer narrative:
Despite multiple attempts, no additional information concerning this event was provided by the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 125 ohms. The cause of the issue has not been determined and no intervention has been performed at this time. The rv lead remains implanted and in service. No adverse patient effects were reported.